Event description:
The customer reported to olympus, the gastrointestinal videoscope had damage to the outer casing, and the air/water nozzle was clogged. The device was returned for evaluation. During the device evaluation, it was found that the nozzle and the plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, right/left knob had discoloration, indication on grip was unclear, switch flexible printed circuit unit cover had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, outside shield unit had corrosion due to water leakage, water supply volume did not meet the standard value due to deformation of nozzle, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.